Manufacturer narrative:
Analysis of the neurostimulator njk079275h revealed 'no anomaly found.' The device was functionally ok. Extensions njb023784b and njb023785v: the extension setscrews were not tight to the leads. There was no evidence of a setscrew impression on the #0 connector of the lead. The boot and sutures were still in place when the devices were received, suggesting that the setscrews may never have been tight. Leads v080837020 and v080837021: the leads were ok, but cut/melted (suspected explant damage). Final device analysis revealed 'no significant anomalies.' Two titan anchors were visually examined. Cosmetic cuts were found on the 2 wing silicone anchor.

Event description:
The pt experienced a loss of therapeutic benefit. The implantable neurostimulator system was electively removed. There was no pt injury. The pt recovered without sequela after explant.